Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call from the nursing home, that she had a high blood glucose level of 600 mg/dl. They were unable to deliver a bolus to correct her blood glucose level. The customer was treated with 8.5 units of insulin. The device was not returned.